Event description:
Caller reported that t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. The caller resolved the issue by using a non-tandem wall adapter and charging cable, and the pump began charging successfully. Tandem technical support arranged to send a replacement wall adapter and charging cable via two-day shipping, and no further assistance was required.